Manufacturer narrative:
This report is for 2 unknown locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on a routine follow-up post-operative doctor visit, due to pain over the right distal tibia and surrounded area on (B)(6) 2014. A revision surgery was completed to remove broken hardware for an originally implanted hardware on (B)(6) 2014. Per x-ray reports, surgeon discovered that the plate had broken approximately 3/4 of the way down and fracture was somewhat displaced. 8-hole "low bend¿ medial distal tibia plate and screws were explanted without any issues. Open reduction with percutaneous fixation of right distal tibia was further performed and patient was further revised with a 12 hole medial distal tibia plate. Patient further reported that she was not to bear weight; she may have put weight on the leg and also told the physician that she had a fall as well. It was reported that total of (10) locking screws were explanted but (2) were removed broken and (8) were intact. Also, (1) cortex screw was removed intact. Patient status/outcome was stable, no surgical delay was reported and no broken fragments were left in patient. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: ¿I have reviewed the complaint narrative and the accompanying x-rays. I can confirm that there is plate breakage as described¿. This report is for 2 unknown locking screws. This is report 3 of 4 for (B)(4).